Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports needle broke off after injection into his skin. Had to call the paramedics to remove the needle.